Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display was unreadable, preventing the user from viewing any information on the device while blood glucose remained stable; the device was identified by serial number and a replacement was arranged with instructions for data sync, shutdown, and return. Symptoms included no adverse clinical effects. Outcomes included no interruption in glucose monitoring because the user could continue using a dexcom system with a phone or receiver. Investigation included customer service troubleshooting, verification of shipping details, and arrangement for device replacement. Investigation of this case revealed a device display malfunction consistent with a screen visibility failure of the user interface component, with no associated alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was product malfunction limited to the display subsystem.